Manufacturer narrative:
Argus case (B)(4).

Event description:
Choking (choke on medication). Burning gum (burning gum) case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a female patient who received denture adhesive powder-double salt (corega powder) oral powder for drug use for unknown indication. Co-suspect products included double salt dental adhesive cream (ultra corega cream mint flavor) cream for drug use for unknown indication. On an unknown date, the patient started corega powder and ultra corega cream mint flavor at an unknown dose and frequency. On an unknown date, an unknown time after starting corega powder and ultra corega cream mint flavor, the patient experienced choke on medication (serious criteria gsk medically significant) and burning gum. The action taken with ultra corega cream mint flavor was unknown. On an unknown date, the outcome of the choke on medication and burning gum were unknown. It was unknown if the reporter considered the choke on medication and burning gum to be related to corega powder and ultra corega cream mint flavor. Patient was using corega for a long time and it was bad and she ended up choking with the powder. This rose mint (as reported) one burned the gums. Correction received for the initial case version dated 20 may 2019 that the patient experienced choking sensation instead of choke on medication. Patient informed that experienced choking sensation with corega powder and burning gums with the rose mint one.

Manufacturer narrative:
Ultra corega cream mint flavor is marketed as poligrip in the us. Argus safety case #: (B)(4) is associated with argus case (B)(4).

Event description:
Choking sensation [choking sensation]. Burning gum [burning gum]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a female patient who received denture adhesive powder-double salt (corega powder) oral powder for drug use for unknown indication. Co-suspect products included double salt dental adhesive cream (ultra corega cream mint flavor) cream for drug use for unknown indication. On an unknown date, the patient started corega powder and ultra corega cream mint flavor at an unknown dose and frequency. On an unknown date, an unknown time after starting corega powder and ultra corega cream mint flavor, the patient experienced choke on medication (serious criteria gsk medically significant) and burning gum. The action taken with ultra corega cream mint flavor was unknown. On an unknown date, the outcome of the choke on medication and burning gum were unknown. It was unknown if the reporter considered the choke on medication and burning gum to be related to corega powder and ultra corega cream mint flavor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: patient was using corega for a long time and it was bad and she ended up choking with the powder. This rose mint (as reported) one burned the gums. Correction received for the initial case version dated 20 may 2019 that the patient experienced choking sensation instead of choke on medication. Patient informed that experienced choking sensation with corega powder and burning gums with the rose mint one.